Event description:
During a coronary artery drug eluting stenting procedure, deflation difficulty was encountered. Additional information has been requested.

Event description:
It was further reported the lesion being treated was a de novo, 85% stenosed, tortuous, left anterior descending (lad) lesion. The lesion was not predilated. The physician was able to deploy the taxus express2 8.8% 3.5 x 16 mm drug eluting stent on the first attempt. After successful deployment of the stent, the physician experienced difficulty completely deflating the balloon. The balloon remained partially inflated for 30-35 seconds while the physician attempted to deflate 5-6 times. After the 5-6 attempts to deflate the physician was able to deflate the balloon and removed it intact from the pt. There were no pt injury or complication related to the incident. The procedure was completed successfully. The final pt condition is listed as "good."